Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced a non-recoverable sys error code #25589. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Conclusions: the investigation conducted by field svc engineering concluded that sys error code #25589 experienced by the customer was associated with the remote arm controller (rac). The rac consists of 5 pcas that provide control of the sys instrument and camera arms. The sys was repaired by replacing the affected rac. The sys alarm (sys generated fault code) functioned as designed and there was no injury to the pt. Sys error code #25589 appears when the da vinci s safety sys determines that the brakes failed the brake voltage test during the rac power up self test. Upon determining this condition, the safety systems put the da vinci s in a "recoverable safe state." The rac was returned to isi for failure analysis investigation. Inspection was performed and faulty chips on the drive modules were replaced to repair the rac. As of 2008, there have been no reported recurrences of the issue at this hosp.